Manufacturer narrative:
(B)(4). We received one used (filled with approx. 10 ml) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual examination. Damages or manufacturing faults were not detected. In aas-received condition the white clamp was closed and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The pump was filled with nacl 0.9 % up to the nominal value (60 ml) and a functional test respectively a leak test was carried out. After opening the white clamp the pump did work immediately (solution was running). Leakages were not detected on the sample. Flow rate test: nominal: 2 ml/h. Actual: 2.9 ml in 1 h; 5.9 ml in 2 hrs; 34.5 ml in 18 hrs. Leakages were not detected on the received sample. A slow flow (as described by the customer) could not be determined. Hence we assess this complaint to be not justified. We have informed our manufacturer accordingly. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion or incomplete infusion. Drug: 5fu.